Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 the healthcare provider reported that the patient states the pump was uncomfortable in the pocket, it was rubbing on the rib. Per the reporter, the healthcare provider did not know the exact date event started but sometime after the patient¿s pump was implanted. There environmental, external or patient factors that may have or contributed to the issue was the cause of the event could not be determined. The actions and interventions taken to resolve the issue was the patient had a pump pocket revision on (B)(6) 2020. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.